Manufacturer narrative:
Product ID: 3888-56, lot# j0016043v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3888-56, lot# j0016043v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported the patient¿s the patient¿s leads and extensions were removed three to four years prior to report. It was stated the explant occurred due to an infection. Additional information stated the patient¿s implantable neurostimulator (ins) remained implanted. It was reported this was confirmed by an x-ray. It was noted that no lead wires or extensions were visible on the x-ray. Additional information has been requested; a supplemental report will be filed if additional information is received.